Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced numbness in his following surgery to relocate his generator. As a result, the physician performed a 1.5 level decompression, which addressed the issue.

Manufacturer narrative:
Corrected data: brand name, common device name, model number, serial number, lot number, expiration date, UDI. Manufacture date: device manufacture date was inadvertently entered incorrectly.

Event description:
Follow up revealed that the device was confirmed to have been explanted on (B)(6) 2018.